Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted insulation at the tip of the jaws had chipped off. Piece of insulation not found/not returned. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during malignant operation of otolaryngology head and neck surgery, the device suddenly did not activate. A new device was taken out and was used without any problems. Damage was observed on part of the device, no part remains in the patient cavity. There was no patient injury.